Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin passed required tests. No compromised force sensor system alarm, dose error alarms, depleted battery alarm or motion sensor test failure alarms noted. However, the insulin pump was received stuck in the motor error loop during bolus/basal delivery. Analysis was unable to confirm a motor position encoder error alarm due to erased history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The drive support disk was inspected and no anomaly was noted. Analysis was unable to perform unexpected restart error test due to motor error loop. The insulin pump was received with corroded battery tube, cracked case at display window corners, cracked battery tube threads and minor scratches on lcd window.

Event description:
The customer reported via phone call that they received motion sensor test failure alarm. The customer also reported that they compromised force sensor system alarm and depleted battery alarm. The customer's blood glucose was 234 mg/dl at the time of incident. The insulin pump was replaced and returned for analysis.